Event description:
Customer reports, the needle broke during use and remained in her arm. The needle was successfully removed from the pt's arm in a surgical procedure performed at the medical center.

Manufacturer narrative:
Actual sample was not returned. An actual sample from a second event using the same lot, by the same customer, was returned and found to be broken in a ductile manner. Evaluation of distribution samples from the same lot found a few samples with cannula irregularities. These cannula were subjected to bend testing (120 degrees) and none broke. The lot history for the needles & completed syringes were unremarkable, satisfiying all specifications. The way the customer used the syringe may have contributed to the reported problem as the needle involved in the second report was broken in a manner consistent with bending and retraightening prior to or during use.